Manufacturer narrative:
Additional information: section h manufacturer narrative, imdrf annex codes, section b describe event or problem, section d device available for eval and returned to manufacturer on. Correction: section d unique identifier (UDI) and medical device model. The reported condition of station not turning on was confirmed during fse testing and subsequently confirmed in the dchu testing process. The device was initially evaluated by the field service engineer (fse) according to work order (b)(64), the fse reported that the station was not powering on. The fse replaced a defective pyxibus cable, performed testing, and confirmed proper operation, restoring the station to full functionality. Rx technician verified, hta passed and recovered multiple times successfully. Additionally, fse applied preventive maintenance, checked and secured cable connections and replaced silicone keyboard cover. During dchu visual inspection: p/n 353839-01: was received with excessive wear on keys, no other issues were observed during visual inspection. P/n 120547-01: was received and observed with black marks, exposed cooper strands with associated thermal damage, no other issues were found during visual inspection. During dchu testing: p/n 353839-01: no dchu testing was required as this issue is cosmetic in nature. P/n 120547-01: no dchu testing was required due to thermal damage, black marks and exposed copper strands observed during the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint station not turning on was due to a damaged assy cbl pyxibus 6 drawer (p/n 120547-01) which showed signs of exposed copper strands which lead to the observed thermal damage which prevented the station from powering on. Additionally, a damaged cover, silicone, kybd p/n 353839-01 showed wear due to prolonged use over time. However, this issue is considered incidental damage from what customer reported.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es a drawer was failing, and they were unable to access it and the screen turned white and the station freezes. The customer reported that the malfunction caused a delay in dispensing medication to patients. As per part investigation, it was determined that exposed copper strands led to thermal damage, which prevented the station from powering on. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, a drawer was failing, and they were unable to access it and the screen turned white and the station freezes. The customer reported that the malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the station was not powering on. A field service engineer replaced the defective faulty pyxibus cable, performed a visual inspection, and cleaned the device. Both cable connections were checked and secured. The silicone keyboard cover was also replaced. The system functioned as intended after the field service engineer completed the repairs.